Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2009, and then experienced a revision surgical procedure on (B)(6)2014, approximately 4 years, 7 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. This report/device was previously reported under MFR#1038671-2020-10238 utilizing FDA's esubmitter application. This report is a continuation of that reported event. No additional information is available.

Manufacturer narrative:
H6: corrected medical device clinical and investigation codes.